Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels, and that she was hospitalized two days later due to high blood glucose levels. No blood glucose readings were reported. The customer also stated that the insulin pump was alarming no delivery. Nothing further was reported.